Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced exposed mesh, infection, incontinence, pain, bleeding and dyspareunia. Hospitalization for the treatment of the infection. An excision of mesh was performed under general anesthesia.